Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2004.

Event description:
It was reported that a remote transmission indicated that the right ventricular (rv) lead had triggered a warning for high impedance several months earlier. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.